Event description:
The tube is held in the trach by the flange with tape around the neck the collar is tied. The tube tore near the tie. The tubes are changed every two weeks, this was a new tube. Pt has other handicaps, was previously on a ventilator.